Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. The sales branch provided the primary and revision usage sheets. A secur-fit max stem, biolox ceramic head, and x3 elevated rim insert were revised to a restoration modular stem construct, 28 +4 ceramic head, mdm liner with adm/mdm insert, and 4 sets of dall-miles cables. Update: "patient suffered periprosthetic hip fracture following a fall."